Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the single use guidewire failed when deployed. The guidewire frayed at the distal tip of the wire. There was not reported patient injury.